Event description:
The customer reported obtaining erroneous low patient result for ises (ion selective electrode) for sodium (na), chloride (cl) and potassium (k) involving the au680 clinical chemistry analyzer. The customer did not provide patient data or demographics, and the number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted customer over the phone with troubleshooting the au480 clinical chemistry analyzer. The fse as part of troubleshooting measure the fse had customer perform cleaning which did not resolve the issue. Upon further inspection the customer found that the electrodes life exceeded the life expectancy. The probable cause was identified as electrodes; the customer used electrodes beyond the time indicated in IFU (instruction for use). Per the au480 chemistry analyzer it states: "electrode performance is under guarantee for 40,000 samples or 6 months, whichever comes first." The customer ordered new electrodes replaced all ise electrodes sodium, potassium and chloride electrodes to resolve the issue. No further issues were reported. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is case (B)(4).